Event description:
It was reported that the device was explanted and replaced due to premature eri. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation: the reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The cause of the reported field event was believed to have been due to a programmer anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.